Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and scratched case and lcd window. The insulin pump had button error alarm due to flattened esc button dome switch.

Event description:
It was reported that the customer was in a motorcycle accident and he was wearing the insulin pump at the time of the incident. Caller stated the customer was taken to the dr. Office to check his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.